Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation caused by left ventricular lead placement, so the output was programmed below the capture threshold. The physcian planned to manage this with programmed settings and not reposition the lead. T wave oversensing was also noted on the electrogram. This was resolved by reprogramming the post-paced threshold start and post-paced decay delay.